Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's global technical service center, reporting that there was some fluid coming out of the top of the patient line after prime. The home patient was connected for therapy. There was no patient injury or medical intervention indicated at the time of the initial report.